Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other 3.0x25 nc trek referenced is being filed under a separate medwatch report number.

Event description:
It was reported that during unpacking of the 3.0 x25 mm nc trek balloon catheter, when removing from the dispenser coil, the hub separated. There was no resistance noted. An unspecified balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The kink was confirmed. The investigation was unable to determine a conclusive cause for the reported kink. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report: additional information reported that the shaft was kinked, not separated.